Event description:
It was reported that all the four (4) channels of the pump stopped working with code "3-275" on the screen. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that all the four (4) channels of the pump stopped working with code "3-275" on the screen. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-244846 is a concomitant. Please refer to manufacturer report number 2016493-2023-244844, which captured the correct suspect device per investigation report.